Event description:
It was reported that the patient underwent a successful ams700 (inflatable penile prosthesis) surgery that was tested in the final surgery step and everything was normal. In the patient visit after 6 weeks, after squeezing the pump, when it became empty, it did not refill again with the fluid, therefore the physician could not squeeze the pump, again. He squeezed the deflation button and the pump inflated accordingly. Generally, this prosthesis works as explained above but sometimes (with 5 percent probability) it works normally, the ultrasound exam results showed the reservoir has 80-90 cc fluid and the pump had 4 cc volume. Additional information received indicated the patient was dissatisfied with the malfunction of the pump.